Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus radial tear repair using a novostitch, when pressing the lower jaw lever together with the upper jaw lever, the needle was not able to punch through the meniscus tissue, the suture was stuck at the radiuses upper jaw. On the second attempt to trigger, the needle got stuck and could not come out. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the cartridge is slightly bent causing the needle sled to come out of place. A functional evaluation could not be performed due to the condition of the returned device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A review of risk management files found that the reported failure was documented appropriately. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include misalignment of the jaws when attempting to pass the stitch. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.